Event description:
It was reported that during procedure, the subject guidewire distal tip was broken as the proximal part of the subject guidewire has been removed manually. The broken subject guidewire distal tip has been removed from the artery with the stent retriever. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date ¿ added. D4 gtin ¿ added. H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product¿ met specifications upon release. Visual inspection and functional inspection could not be performed as the product was not returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the guidewire broken at few centimeters from the tip (microcatheter). The proximal part of the guidewire has been removed manually, and the distal broken tip has been removed from the artery with a stent retriever. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during procedure, the subject guidewire distal tip was broken as the proximal part of the subject guidewire has been removed manually. The broken subject guidewire distal tip has been removed from the artery with the stent retriever. No clinical consequences were reported to the patient due to this event.